Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years and 2 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented with an enlarging aneurysm of 8 cm diameter due to a type 3 endoleak coming from 1.4 cm gap on the right limb between a 22mm and a 24 mm cuff (see MFR# 2953200-2010-00472 and MFR# 2953200-2010-00473). It is likely that the cuffs that were implanted distally were for bell-bottoming. Intervention with an angio ivus is planned at a later date and has not been performed yet. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4) requires intervention. Type iii, separation post index procedure. Endoleak. Lack of information, unknown cause of endoleak.